Manufacturer narrative:
Per the t:slim g4 user guide, ¿ store the dexcom g5 mobile cgm sensor at temperature between 36°f to 77°f for the length of the sensor¿s shelf life. Storing the sensor improperly might cause the sensor glucose readings to be inaccurate, and you might miss severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was approximately 80 mg/dl, and the meter bg reading was over 300 mg/dl. Reportedly, the customer did not store the sensor according to the labeled recommendation. No additional patient or event information was available. A replacement sensor was sent to the customer.